Manufacturer narrative:
Literature citation: suzuki et al retrospective multicenter comparison of s.m.a.r.t. Control and misago stents in treatment of femoropopliteal lesions (2016). One report is being submitted for multiple patients with no patient demographics. The products remain implanted and are not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by suzuki et al retrospective multicenter comparison of s.m.a.r.t. Control and misago stents in treatment of femoropopliteal lesions (2016); in the s.m.a.r.t. Group, 228 cases (18%) of the 1,019 non-censored cases had restenosis at 1 year, and 332 cases (26%) of the 782 non-censored cases had restenosis at 2 years. 76 cases of stent fracture were observed in the s.m.a.r.t. Group, accounting for 5% of patients with s.m.a.r.t. Stents. In the s.m.a.r.t. Group, stent fracture was significantly associated with restenosis and tlr.

Manufacturer narrative:
As noted in the publication by suzuki et al retrospective multicenter comparison of s.m.a.r.t. Control and misago stents in treatment of femoropopliteal lesions (2016); in the s.m.a.r.t. Group, 228 cases (18%) of the 1,019 non-censored cases had restenosis at 1 year, and 332 cases (26%) of the 782 non-censored cases had restenosis at 2 years. A 76 cases of stent fracture were observed in the s.m.a.r.t. Group, accounting for 5% of patients with s.m.a.r.t. Stents. In the s.m.a.r.t. Group, stent fracture was significantly associated with restenosis and tlr. Additional information was received and the following information was unknown: the total length of the stented segment is; the number of stents implanted; if any stents overlap; stent size and lot; if any stents were implanted in an actively moving segment; the location of the stent; and if any myocardial bridging was noted in any cases. The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.